Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and both switches found functional. A visual inspection on the received condition was performed on the device; tissue buildup was noted. The ptfe pad (teflon pad) was inspected and observed the teflon pad is severely peeling off/separated from the distal tip jaw with metal exposed. Charred marks were also noted with the teflon pad. Additionally, the exposed metal on the jaw cause a short circuit error when the jaw was fully closed due to the metal to metal contact and the seal or seal & cut button was activated. The distal end of the device was inspected under a microscope and noted charred marks to the probe unit. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. Based on similar reported events, olympus determined the cause for the damage/separated teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device was activated. The device instructions for use provides the following warning statement: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy bilateral salpingo oophorectomy procedure, an unknown issue occured. The intended procedure was completed and the same reported device was not used. No other equipment was replaced during the procedure. No patient injury or harm were reported.